Event description:
Narrate the description: during a replacement ascending aorta procedure, the physician found a 0.5mm diameter hole in the center of the graft. The physician was able to stitch the hole with a patch to block the bleeding. The patch information is not known at this time. An unused section of the implanted graft is being returned to the manufacturer for evaluation. Additional information received on (B)(6) 2010: the hole that was observed was in the center of the graft. The amount of blood loss was not significant, nor was it quantified. It was described as a bold line, a little amount of blood was splattered about three times. There was no harm to the patient due to the event.

Manufacturer narrative:
Pending investigation completion. Note: items marked ni are unattainable at this time. Should such information become available, it will be reported in a follow up report. The device history records (DHR) were reviewed as required . All manufacturing and quality assurance testing was carried out in accordance with applicable quality procedures. The production batch record for this product shows that it was released in accordance with all governing quality assurance/quality control procedures prior to distribution. There are no other complaints against the batch. (B)(4).